Event description:
Patient is on tpn (total parenteral nutrition) cycled overnight at 68-136 ml/hr. Tpn bag that was hung last night was found not delivered upon inspection this morning. Manufacturer response for IV inufsion pump, spectrum iq IV pump (per site reporter) ongoing since 2020.